Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was due to noise. Programming changes were successfully completed. The patient was stable and asymptomatic.